Event description:
It was reported that in 2002 a sling procedure was perfored. Physician perforated the bladder on the first pass and then re-passed the needle in the proper space. The rest of the procedure went well. The following day the patient developed crepitus in their abdominal wall. An x-ray showed free air in the abdomen. That day, the abdomen was explored and a perforation of the sigmoid colon was discovered with tape in the sigmoid. This was apparently from the needle pass on the side opposite to where the bladder perforation was. The tape was removed and the colon repaired without need for a colostomy. At no point did the patient develop signs of infection or peritonitis. The pt remains develop signs of infection or peritonitis. The pt remains asymptomatic at the time of this report.